Event description:
After mesh implantation, the pt presented abdominal pain, inflammation of abdominal wall, seroma, and a fistula. The mesh was explanted. During explant procedure, the mesh was found only partially attached. Explanted mesh was determined to be infected - escherichia coli. The pt was given antibiotics.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the eval is completed.